Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential tamping issue. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction encountered during tamping which resulted in an issue with achieving closure properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the patient had a left heart catheterization procedure performed via femoral approach. An angio was performed of the right groin to evaluate for closure and the angio showed a healthy vessel appropriately sized for closure with a good stick in the common femoral artery (cfa). The angio-seal was used, and the scrub tech reported that the tamper tube did not reveal the black line on the suture when advance forward. He applied more force and the tamper tube "jumped forward" on the suture. The groin immediately started bleeding at this point. The suture was cut, and manual pressure was used. After 5-10 minutes hemostasis was achieved. The patient went to recovery and then went home. The patient was admitted to the hospital later that evening with a right leg thrombosis. She underwent surgery and the angio seal was removed from the common femoral artery (cfa) along with clot in the common femoral artery (cfa), popliteal and the tibial. The surgical intervention of the right leg was a cutdown, thrombectomy and angioplasty. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A3b: gender: requested, not provided e3: occupation: rt. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.